Event description:
Hernia repaired using biologics "perma col". Seroma occurred in 2008 & burst four days later, with large amount of fluid release. Hole is opened ever since at top of incision from five months prior. Hernia operation, & seroma burst open in original month & is still open & releasing blood and pigskin pieces. Operated five months earlier to repair five (5) stomach hernias by use of perma col (pigskin sheet 8" x 12"). A seroma occurred around original date & it burst five days later, with release of large amount of fluid. Since that date pieces of pigskin have come out of hole at top of my stomach incision. Surgeon was given pieces of pigskin & she gave to MFR to research. Surgeon is now perplexed as to how to handle repair, i.e open up whole incision & take out all perma col & then re-do with perma cole. Dates of use: 2008. Diagnosis or reason for use: hernia repair.